Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the intensive care unit and had several inappropriate shocks due to high amplitude and frequency noise. Noise was observed on the electrograms and an alert for possible output circuit damage was also noted. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
No conclusion code available; the reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise is suspected to have been caused by an anomalous component on the hybrid.